Event description:
It was reported that at a follow up appointment, a single high, out of range pacing impedance measurement from this right ventricular (rv) lead was noted. It was originally hypothesized it could be the result of a lead conductor fracture, but this was not confirmed via diagnostic imaging. Because all other measurements were stable and within range, the physician elected to reprogram the device and continue with remote monitoring to resolve the event. The rv lead remains implanted and in service and no adverse patient consequences were reported.